Manufacturer narrative:
User facility contacted magellan's product support (ps) team to report the instrument would not power on with the ac adaptor. The instrument was then left plugged in for roughly 1 hour. When the user returned the instrument was emitting a "sizzling" noise followed by a "ticking" noise. The user immediately unplugged the ac adaptor from the outlet. During trouble shooting with ps the user stated the ac adaptor appeared to be a "normal temperature" but the bottom of the instrument was warm. Ps instructed the user to quarantine the instrument. The instrument and ac adaptor were returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) would not turn on with the returned ac adaptor, in-house ac adaptor, or batteries. After further investigation it was determined that an energy inductor on the main pc board was damaged, this damage is typically attributed to the use of an adaptor not compatible with the leadcare analyzer. No user or patient impact or harm was reported. (B)(4).

Event description:
User facility contacted magellan's product support (ps) team to report the instrument would not power on with the ac adaptor. The instrument was then left plugged in for roughly 1 hour. When the user returned the instrument was emitting a "sizzling" noise followed by a "ticking" noise. The user immediately unplugged the ac adaptor from the outlet.